Event description:
The customer reported to olympus that distal end of colonovideoscope had defects. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found following reportable malfunction: biopsy channel had foreign material and airwater-cylinder had stain. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed as evaluation found distal end was heavily corroded. In addition to reportable findings mentioned in reportable event description, the device evaluation found following findings: forceps channel port was shaved; mouthpiece was loose; airwater-cylinder and suction-cylinder had no color; due to water leakage switch flexible printed circuit, electrical connector, shield plate, electronic export information flexible printed circuit board, charged coupled device flexible circuit board had corrosion; water tightness was lost due to a pinhole on bending section cover; also adhesive on the bending section cover was detached; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value and the plastic distal end cover had corrosion as well. There was a crack on the objective lens and light guide lens; because objective lens was shaved, the image had dark area partially; the nozzle and connecting tube were deformed; there was peeling of coating on universal cord; the image guide protector had a scratch. As per technical observation, third party repair had been performed on nozzle, adhesive on bending section cover and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 18 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the adhesion/clogging of material at the biopsy channel and at the air/water cylinder was confirmed; however, the material could not be identified. It is likely that the foreign material was not removed since reprocessing was not conducted properly due to a leakage in the bending section cover. However, a conclusive root cause could not be determined. The events can be detected and prevented in accordance with the following IFU. The instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.